Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pelvic pain") and cholangitis sclerosing ("autoimmune disease pbc") in a 44-year-old female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2003, (B)(6) 2012)), premature labor and hysteroscopy. Previously administered products included for an unreported indication: iud from 2004 to 2009 and birth control pills. Concurrent conditions included epigastric pain. Concomitant products included ursodeoxycholic acid (ursodiol) for primary sclerosing cholangitis as well as anesthetics, local and lidocaine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain /constant ,persistent severe pain"). In 2014, the patient experienced hepatic enzyme abnormal ("abnormal liver enzymes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain / joint pain especially in hips") and headache ("headache"). On (B)(6) 2017, 4 years 11 months after insertion of essure, the patient experienced cholangitis sclerosing (seriousness criterion medically significant). On an unknown date, the patient experienced weight increased ("weight gain"), dyspareunia ("pain during intercourse/dyspareunia,"), hepatic enzyme increased ("elevated live enzymes"), alanine aminotransferase increased ("sgpt is high"), mean platelet volume decreased ("mpv is low"), fatigue ("fatigue"), abdominal distension ("bloating"), breast discharge ("breast leaking"), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), mental disorder ("psychiatric and or psychological conditions") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomies with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cholangitis sclerosing, weight increased, dyspareunia, hepatic enzyme increased, alanine aminotransferase increased, mean platelet volume decreased, headache, abdominal distension, breast discharge, abdominal pain upper, allergy to metals, hepatic enzyme abnormal, abdominal pain, mental disorder and fibromyalgia outcome was unknown and the arthralgia and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alanine aminotransferase increased, allergy to metals, arthralgia, breast discharge, cholangitis sclerosing, dyspareunia, fatigue, fibromyalgia, headache, hepatic enzyme abnormal, hepatic enzyme increased, mean platelet volume decreased, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: the left tube was then cannulated with the essure placed and there were 4 coils exposed. The right tube was then cannulated with essure. It was deployed and 5 coils were exposed. Physician said he would go for lab work/ ultrasound and of it was normal he will go for either hysterectomy or salpingectomy. Diagnostic results: blood work and testing showing elevated liver enzymes. Essure confirmation (dye test) test on (B)(6) 2014. The uterus was sounded to 6.5 cm quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pelvic pain") and cholangitis sclerosing ("autoimmune disease pbc") in a 44-year-old female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (B)(6) 1997, (B)(6) 1999, (B)(6) 2003, (B)(6) 2012)), premature labor and hysteroscopy. Previously administered products included for an unreported indication: iud from 2004 to 2009 and birth control pills. Concurrent conditions included epigastric pain. Concomitant products included ursodeoxycholic acid (ursodiol) for primary sclerosing cholangitis as well as anesthetics, local and lidocaine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain /constant ,persistent severe pain"). In 2014, the patient experienced hepatic enzyme abnormal ("abnormal liver enzymes"). In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain / joint pain especially in hips") and headache ("headache"). On (B)(6) 2017, 4 years 11 months after insertion of essure, the patient experienced cholangitis sclerosing (seriousness criterion medically significant). On an unknown date, the patient experienced weight increased ("weight gain"), dyspareunia ("pain during intercourse/dyspareunia,"), hepatic enzyme increased ("elevated live enzymes"), alanine aminotransferase increased ("sgpt is high"), mean platelet volume decreased ("mpv is low"), fatigue ("fatigue"), abdominal distension ("bloating"), breast discharge ("breast leaking"), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), mental disorder ("psychiatric and or psychological conditions") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomies with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cholangitis sclerosing, weight increased, dyspareunia, hepatic enzyme increased, alanine aminotransferase increased, mean platelet volume decreased, headache, abdominal distension, breast discharge, abdominal pain upper, allergy to metals, hepatic enzyme abnormal, abdominal pain, mental disorder and fibromyalgia outcome was unknown and the arthralgia and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alanine aminotransferase increased, allergy to metals, arthralgia, breast discharge, cholangitis sclerosing, dyspareunia, fatigue, fibromyalgia, headache, hepatic enzyme abnormal, hepatic enzyme increased, mean platelet volume decreased, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: the left tube was then cannulated with the essure placed and there were 4 coils exposed. The right tube was then cannulated with essure. It was deployed and 5 coils were exposed. Physician said he would go for lab work/ ultrasound and of it was normal he will go for either hysterectomy or salpingectomy. Diagnostic results: blood work and testing showing elevated liver enzymes. Essure confirmation (dye test) test on (B)(6) 2014. The uterus was sounded to 6.5 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as fibromyalgia event added. Lot number added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pelvic pain") and cholangitis sclerosing ("autoimmune disease pbc") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2003, (B)(6) 2012)), labor complication and hysteroscopy. Previously administered products included for an unreported indication: iud from 2004 to 2009 and birth control pills. Concurrent conditions included epigastric pain. Concomitant products included ursodeoxycholic acid (ursodiol) for primary sclerosing cholangitis as well as anaesthetics (anesthesia) and lidocaine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain /constant ,persistent severe pain"). In 2014, the patient experienced hepatic enzyme abnormal ("abnormal liver enzymes"). On (B)(6) 2017, 4 years 11 months after insertion of essure, the patient experienced cholangitis sclerosing (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe joint pain / joint pain especially in hips"), weight increased ("weight gain"), dyspareunia ("pain during intercourse"), enzyme level increased ("elevated live enzymes"), alanine aminotransferase increased ("sgpt is high"), mean platelet volume decreased ("mpv is low"), headache ("headache"), fatigue ("fatigue"), abdominal distension ("bloating"), breast discharge ("breast leaking"), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy") and mental disorder ("psychiatric and or psychological conditions"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomies with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cholangitis sclerosing, weight increased, dyspareunia, enzyme level increased, alanine aminotransferase increased, mean platelet volume decreased, headache, abdominal distension, breast discharge, abdominal pain upper, allergy to metals, hepatic enzyme abnormal, abdominal pain and mental disorder outcome was unknown and the arthralgia and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alanine aminotransferase increased, allergy to metals, arthralgia, breast discharge, cholangitis sclerosing, dyspareunia, enzyme level increased, fatigue, headache, hepatic enzyme abnormal, mean platelet volume decreased, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: the left tube was then cannulated with the essure placed and there were 4 coils exposed. The right tube was then cannulated with essure. It was deployed and 5 coils were exposed. Physician said he would go for lab work/ ultrasound and of it was normal he will go for either hysterectomy or salpingectomy. Diagnostic results: blood work and testing showing elevated liver enzymes. Essure confirmation (dye test) test on (B)(6) 2014. The uterus was sounded to 6.5 cm. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs received - case upgraded as incident and valid from invalid. New events, ¿severe joint pain / joint pain especially in hips, weight gain, pelvic pain / severe and persistent pelvic pain, pain during intercourse, elevated live enzymes, sgpt is high, mpv is low, fatigue, headache, bloating, breast leaking, autoimmune disease pbc, stomach pain, nickel allergy, abnormal liver enzymes, abdominal pain /constant ,persistent severe pain, psychiatric and or psychological conditions¿ were added. New reporter was added. Product explant date was added. Historical and concomitant conditions and medication were added. Lab data was added. Patients information was added. Event 'severe and permanent injuries' was deleted. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.